Event description:
The system was returned for analysis after the patient died. The leads subsequently tested out of specification during mfgr's analysis. We have no indication the death was device related and it was stated the cause of death is pending further studies.